Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that their dexcom g7 continuous glucose monitoring (cgm) sensor was not displaying readings on the ilet while in warmup mode. During this time, the user experienced elevated blood glucose (bg), with a high recorded value of 288 mg/dl. Once the sensor completed warmup, readings resumed. Blood glucose (bg) was corrected after sensor readings resumed and the ilet resumed dosing. No symptoms, outside assistance, or medical intervention were reported.